Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a lumen apposing metal stent placement (lams) procedure performed on (B)(6) 2025. During the procedure, the stent distal flange remained stuck in the endoscope during deployment. The procedure was cancelled as no other stent was available for implant. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h1: type of reportable event was corrected to serious injury as no information was obtained regarding the type of procedure performed using axios. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h11: the axios stent and electrocautery enhanced delivery system was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes a photograph of the stent. A media analysis was performed where it can be observed the stent protruding from the end of the scope and the first flange appears to be deployed and expanded. Media analysis could not confirm the reported events of first flange difficult to position and device entrapment of device or device component because these happened during procedure and are not possible to replicate it in the laboratory of analysis. Additionally, the photograph provided was limited and does not provide any additional details for the device analysis. Without proper evaluation of the device, it remains unknown if the reported events were related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Therefore, taking all available information into consideration, the most probable cause of the reported events is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a lumen apposing metal stent placement (lams) procedure performed on (B)(6) 2025. During the procedure, the stent distal flange remained stuck in the endoscope during deployment. The procedure was cancelled as no other stent was available for implant. There was no patient complications reported as a result of this event.